Event description:
It was reported that this patient went to the emergency room (ER). It was noted that the patient had missed several dialysis appointments. A few hours later, in the hospital, the patient experienced bradycardia and went into pulseless activity. At this time, this subcutaneous implantable cardioverter defibrillator (s-ICD) started delivering both appropriate and inappropriate electric shocks due to t-wave oversensing. Due to the low amplitude signal, the smart pass feature became disabled. The physician had difficulty placing a magnet over the device due to not knowing where to place it. Eventually, the patient passed away due to complications of the patient's condition unrelated to the device. No additional adverse patient effects were reported. Currently, this s-ICD remains implanted but is no longer in service.